Event description:
A peripheral transluminal angioplasty ("pta") catheter was used to perform a deployment of a cordis stent on a 13 year old pt. The balloon burst caused by a pin hole which was inadvertently created when the stent was crimped onto the balloon. The balloon would not deploy the stent. An intellaflator was used to get the balloon to pressure, which were within the limits according to hosp officials. The inner balloon was used to deploy the stent in the descending aorta. The catheter was removed as one unit leaving a hematoma at the site. The pt is doing fine and will be rescheduled for stenting at another time.